Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the rear response button was missing. The cause for the failure was a missing response button switch. The root cause for the missing switch was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor's response buttons were not functioning.